Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for unspecified number of pts. The initial erroneously elevated results were reported outside the laboratory. It's unk how many pts were admitted to the hospital for observations due to the erroneously elevated accutni results. No further info is available relating to any further treatment or care. It is therefore unk if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) did not evaluate the instrument. The customer indicate that the hardware has been evaluated multiple times, but no hardware issues have been identified. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.